Event description:
It was reported the device sometimes warms and sometimes it does not. Sometimes it stops working or sometimes it does not even start when pushing the on button. No patient injury was reported.

Manufacturer narrative:
Other text: the device was returned in good condition with no physical damage. A faulty main printed circuit board (pcb) was determined to be the root cause. The main pcb and return tube were replaced. Then, the device passed all functional and electrical tests. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown., corrected data: h5 was unanswered in the initial report.

Event description:
Additional info received via email 21-jun-2022. No additional information is known.